Manufacturer narrative:
A ge service rep performed an onsite investigation. The j3 connector on the high voltage cable was evaluated and reconnected. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent loss of kv control and automatic exposure controls. No pt or user injury was reported.